Event description:
It was reported that the customer needs help programming the cot insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised to speak with healthcare provider to ge settings for his insulin pump and once he has the settings for his insulin pump we can help to program those with him.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.